Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a stomach transection on an open subtotal gastrectomy, the device required much more force to push the black knob from the start of firing. In the middle of firing, they were not able to push the black knob. It was stated that almost 4cm was fired, and 6cm was left. A new reload was used. There was no patient injury.